Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on returned sensor and no issues were observed on sensor patch & adhesive. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. An extended investigation has been performed. Attempt to extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). The returned sensor was investigated and observed that the adhesive was peeling away at the edges of the puck. The customer complaint for the adhesive became detached from the puck. Observed that the adhesive was still attached to the puck. This will not cause a sensor error as the sensor tail remains in the skin. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached and the customer was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as "shakiness, acting childish". Customer was unable to self-treat and was treated with sandwich by a healthcare professional. Customer received a comparison blood glucose test of 128 mg/dl on a healthcare professional meter. There was no report of death or permanent impairment associated with this event.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached and the customer was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as "shakiness, acting childish". Customer was unable to self-treat and was treated with sandwich by a healthcare professional. Customer received a comparison blood glucose test of 128 mg/dl on a healthcare professional meter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.